Event description:
User received low sodium results for 6 patient samples. The following two examples were provided. Sample 1 initial result 117 mmol/l, repeat results on same analyzer were 118 mmol/l and 136 mmol/l. Same sample repeated on other analyzer resulted 135 mmol/l. Sample 2 initial result was 121 mmol/l, repeated on same analyzer gave 142 mmol/l. Same sample repeated on other analyzer resulted 140 mmol/l. Initial results were not reported. The field service representative was unable to determine a cause but noted there was a possible clot in ise system. He stated user had noticed drops of liquid on ise electrodes and cleaned them and also removed and reseated the ise electrodes. User also performed calibration which improved the performance of the assay. Performance tests were performed which were within specification.